Event description:
On (B)(6) 2012, a spontaneous report by a physician was received from a company rep regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). On (B)(6) 2012, add'l info was received from the treating physician. Based upon the info received, the case was upgraded to serious, unexpected. Medical history included hemorrhoids, hypothyroidism, and high blood pressure. The pt's skin type was fitzpatrick ii. Concomitant medications included quinapril, levothyroxine, tramadol, cymbalta (duloxetine), lasik (furosemide), and "penatol". The pt received an injection of restylane (syringe size and volume injected not reported) on an unk date(reported as "2 years ago" from the date of the report), to the lower lip. Pre-procedure medications and add'l procedures performed at time of implantation were unk. On an unk date, within the first year of the implantation, the pt developed a spot that looked like a mole on her lower lip. The pt could squeeze pus out of the spot, experienced dryness to her lower lip, and her lower lip cracked and bled at times. The pt was evaluated by a physician who reported feeling like the lower lip was lumpy and thought she had a granuloma. No tests were performed, no treatment was provided, and no diagnosis was rendered. As of (B)(6) 2012, the treating physician was attempting to contact the unk medical professional who injected the restylane regarding the ongoing events. The treating physician's opinion of causality was that it was unk if the events were related to the treatment. The treating physician assessed the severity of the events as severe. The lot number and expiration date for restylane were reported as unk. On (B)(6) 2012, add'l info was received from the treating physician. The treating physician reported that on (B)(6) 2012 the pt called the MFR to report a problem she had with an injection of restylane to her lip. The treating physician provided contact info for the injecting physician who was a dermatologist. On (B)(6) 2012, add'l info was received from the treating physician. The treating physician recommended the pt use a lip moisturizer as treatment for the events. The treating physician was going to be attending a conference on (B)(6) 2012 and planned to confer with colleagues on further treatment. As of (B)(6) 2012, the events were ongoing. On (B)(6) 2012, add'l info was received from the injecting physician and the event of implant site mass was changed to skin papilloma. The pt received a 1.4 ml injection of restylane (syringe sizes not reported) on (B)(6) 2009, to an unk location. No pre-procedure medications were given, but ice was used for numbing. Add'l procedures performed at the time of implantation included extraction and liquid nitrogen in other areas. On an unspecified date in (B)(6) 2010, the pt complained of dryness in her lower lip and the injecting physician gave her synalar ointment (fluocinolone acetonide) to use for two weeks to treat the dryness. On an unspecified date in (B)(6) 2011, the pt returned to the clinic with a lesion on her lower lip. The injecting physician biopsied the lesion and found it to be a 7 mm wart on the lip, the lip dryness had resolved, and no treatment was rendered for the wart. The injecting physician noted that the pt had been seen for hair removal a number of times on unk dates since the restylane injection and no issues were discussed during those visits. The injecting physician's opinion of causality was that the events were not related to the treatment. The injecting physician assessed the severity of the events as moderate. The lot number and expiration date for one syringe of restylane were 9695 and 04/2011, respectively. The lot number and expiration date for the other syringe of restylane were 9731 and 05/2011, respectively. On (B)(6) 2012, add'l info was received from the treating physician. The events of fall, fracture bone, and muscle tension were added to the case. On an unspecified date in (B)(6) 2012 (reported as "(B)(6) days ago" from the date of the report), the pt had fallen and broken her cheekbone, and did not make it to the scheduled f/u appointment. The treating physician reported that an "eye doctor" had called to see if he would be able to help relieve the tension in a muscle that had been affected by the fall in order to preserve the vision in the pt's eye. The treating physician told the "eye doctor" that he did not do that kind of work. The treating physician reported it would be "about a month" before he would be able to f/u with the pt, as she was going to be busy dealing with the current situation. The treating physician had no add'l details surrounding the fall. On (B)(6) 2012, the treating physician consulted with 4 or 5 different colleagues at a conference and each one had a different opinion on treatment for the lip dryness and wart. Opinions on treatment varied from "no clear cut treatment" to "cut it out;" others said it was not an effect of the restylane. The treating physician reported that he planned to wait to see if the pt was getting better from her current event before he evaluated her for the wart issue; if it was still a problem he would need to find something to do at that time. As of (B)(6) 2012, the status of the lip dryness and wart were unk as the physician had not evaluated the pt as planned. Company comment: the events of muscle tightness, fracture bone, and fall have been assessed as unrelated to restylane. On (B)(6) 2012, add'l info was received from the treating physician and the event of skin papilloma was replaced with squamous cell carcinoma. On an unspecified date in (B)(6) 2012, the pt fell resulting in a broken cheekbone and tension in a muscle that had been affected by the fall resolved. On approx (B)(6) 2012 (reported as "about (B)(6) days ago" from the date of the report), the pt was evaluated by the treating physician after consulting a variety of colleagues and experts, all whom had different treatment suggestions. The treating physician decided to remove the lesion/wart from the pt's lip and submit a biopsy. The result of the biopsy was squamous cell carcinoma. On an unspecified date in (B)(6) 2012, after removal of the lesion, the pt's lip dryness resolved. Since the pt resided in the physician's office locale seasonally, she was asked to follow up when she returned to the area. There was no specific date for follow up scheduled. The treating physician's opinion of causality for the events of muscle tightness, fracture bone, and fall was that "he didn't think" the events were related to the treatment, but that they were a "completely separate issue." The physician did not offer an opinion of causality for the event of squamous cell carcinoma. On (B)(6) 2012, add'l info was received from the treating physician. The events of skin papilloma and bowenoid papulosis were added to the case. The treating physician reported the pt had two biopsies performed (dates not reported) by a "lady dermatologist" in another locale and the diagnosis given to the pt was "warts." The treating physician found that the pathology on the biopsies revealed "verrcuea" and "bowneid" lesions. The treating physician's opinion of causality for the squamous cell carcinoma was unk. The treating physician stated, "I cannot answer that. That is the 1,000,000 question. The pt is a non-smoker, within no evidence of sun damage anywhere else, and she had no problems with her lip before." Company comment: the events of skin papilloma and bowenoid papulosis are assessed as unassessable due to limited info provided by the reporting physician. The event squamous cell carcinoma is assessed as unassessable due to physician stating, "I cannot answer that. That is the 1,000,000 question."

Manufacturer narrative:
Add'l PMA#: p040024.